Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that one long60 device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that all devices are inspected 100% for staple presence by an (B)(4), and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a gastric bypass procedure, the device would not staple but cut. On the second firing, the device cut but didn't staple. The device was used on the stomach. This event occurred on the second firing. The color cartridge being used was gold. No buttressing material was utilized. The instrument wasn't fired across or near an existing staple line or clip. The surgeon didn't hear any unexpected noises. After use, each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention. There wasn't any difficulty removing the device from the tissue. The surgeon felt an unexpected resistance before the incident. The surgeon used three other reloads (two gold and a one green) but the same issue occurred. So, the surgeon changed the stapler and performed his procedure without further issue. No important bleeding (unknown quantity). There were no adverse consequences for the patient.